Event description:
The lead was extracted due to oversensing in the ventricular channel and high pacing impedance. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 18 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment not returned. The returned lead fragment was analyzed. At 20 cm distal to the is-1 connector pin the insulation was found abraded through and the conductor cable leading to the ring electrode fractured. These damages are assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.